Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were not working. Customer¿s blood glucose was 83 mg/dl at the time of incident. Customer stated that the insulin pump was damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with broken case, broken keypad traces and broken keypad overlay. Insulin pump was received with unresponsive all the buttons due to broken keypad traces.